Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor patient reported that they have been hearing background music christmas carols and spiritual songs wherever she goes, except when near other emi - such as on the phone or near tv or computer and that they are concerned that her implant or patient programmer is picking up signal from external source. Patient saidthat she turned ins off for 3 days and didn't hear the background music however had a loss of therapy and symptoms started to return so she turned implant back on. Patient further stated that they met with the mdt rep and their health care professional and the implant was checked and was told everything checked out fine and the mdt rep reprogrammed their device and was directed to call if issue continues. (B)(6) agent reviewed information about ins that only mdt interstim programmer or mdt clinician programmer/table can communicate with ins as it is proprietary communication also reviewed with patient that the ins doesn't have any capacity to make sound. When asked, if patient notices this background music when she is outside out of any building, patient responded that she wasn't sure. It was recommended that patient keep a detailed journal about this experience: when she hears the music, which room is she in, what is she doing at the time. Does she hear this background music while she is outside and keep track of any other times in which she doesn't hear this back ground information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reporting minimal change and at times the volume and song repetition was very annoying. No further complications were reported or anticipated.